Manufacturer narrative:
A device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the handheld was "not booting up". Troubleshooting did not resolve the reported issue. It was verified that the handheld would not charge per specification when it was plugged in.